Event description:
Customer reports the device displayed a result of lo with no blood applied to the test strips. No action taken based on this result. No adverse event reported. Requested return of suspect device and replacement was sent.